Event description:
When inserting one of the electrodes, the surgeon grazed a blood vessel producing a slow blood leak. There was no indication that anything was wrong during the surgery. The manufacturer's field representative reported that the hemorrhage may be attributed to the right-sided lead and that the hemorrhage was below that, at the tip of the lead level. There were no blood pressure or heart rate spikes during surgery. Recordings and macrostimulation during surgery were good. It appeared the patient was going to have a great outcome. About 5 hours after the implantation of the deep brain stimulator leads, a blood clot the size of a baseball formed in the patient's brain. The patient was taken back to surgery and 89% of the clot was removed. A computerized tomography scan revealed that some of the blood had leaked into the third and fourth ventricles surrounding his brain stem. The patient was admitted to the intensive care unit. He was given supplemental oxygen. The patient was fed through a nasogastric tube initially. A permanent gastric tube was surgically placed later. The damage to the left side of the brain had partially paralyzed the left side of his body. Though unable to open his eyes or speak, the patient was able to acknowledge his family by squeezing his right hand. The patient's family believed his condition had improved during the week following surgery. The patient was moved out of the intensive care unit to a skilled nursing facility where he was given speech therapy, physical therapy and other skilled specialist. Approx 6 weeks after the surgery, the pt had lost 15 pounds. He had difficulty moving his left leg. He was able to swallow ice chips at that time. The pt was able to communicate nonverbally with his family and was able to form a few words. He slowly gained better use of his right hand. The pt was making progress using equipment in the nursing facility. Much of the info above was reported via a call. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.